Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that there was a s3 error code on the centrimag console.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of s3 alarms was confirmed via analysis of the log file; however, the alarm was unable to be reproduced during testing of the returned centrimag console. A log file was downloaded from the returned centrimag console, and data associated with the reported event was observed from 28jun2025 ¿ 28oct2025. The log file captured intermittent system alert: s3 alarms from 28jun2025 at approximately 11:18 to 28oct2025 at approximately 21:56 that were associated with voltage supply and communication issues. The alarms were muted and cleared within a minute of activating. The system was manually shutdown on 28oct2025 at approximately 22:02 and removed from patient use. The returned centrimag motor (serial number: (B)(6)) was evaluated by service depot alongside known working test equipment and the returned centrimag motor. The returned console and motor were connected to a mock circulatory loop for several days and no issues or atypical alarms were produced. A full functional checkout was then performed and the unit passed all steps of testing without any issues. The serviced and tested unit was returned to the customer after passing all tests per procedure. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag motor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The centrimag motor was shipped to the customer on 09jul2025. The current revision of the operating manual instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual (rev. D) section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. D) section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system related alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.